Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was high mg/dl. The customer was treated for high blood glucose with manual injection for the boluses. After the troubleshooting was done customer, customer request for pump replacement. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.